Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the power cord was too hot to touch it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer is submitting a correction report in section b5: describe event/problem.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges that the device air was too warm, and the power cord was too hot to touch it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.